Manufacturer narrative:
The field service engineer (fse) replaced several parts including the measuring cells, sipper tubes and nozzles, the reagent probe, and the gear pump head. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patient samples on a cobas 6000 e 601 module. For patient 1, the initial troponin result was 19.2 ng/l. The initial results were reported outside of the laboratory. The doctor questioned the result as it did not match the patient's clinical picture and the sample was repeated. The sample was repeated and the result was 13.2 ng/l. The sample was also sent to another laboratory and the troponin results were 6.57 ng/l and 6.01 ng/l. Patient 2 had an initial troponin result of 34.29 ng/l. Clarification on if the result was reported outside of the laboratory was requested but not provided. The sample was sent to another laboratory and the repeat result was 49.3 ng/l. Clarification on what analyzer the other laboratory used was requested but not provided. The reagent lot number is 614921. The expiration date was requested but not provided.